Event description:
Revision surgery - the pt was initially revised from a total shoulder to a reverse shoulder prosthesis. Recently, the 40n glenosphere detached from the baseplate and required another revision. The glenosphere and insert were removed and were converted to a 36n glenosphere and 36+4 standard insert.

Manufacturer narrative:
On (B)(6) 2012 it was reported by an agent that a revision surgery was performed after the 40mm neutral glenoid head detached from the baseplate. The patient has been revised previously in (B)(6) 2012 when the shoulder was converted to a reverse. The revised components were in-vivo for approximately five months from the first revision surgery. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The part was for a non-conforming taper angle which was returned to the vendor and did not contribute to this complaint. All released components met critical dimensions and specifications. (B)(4). The root cause for the revision is that the glenoid head dissociated from the baseplate. Factors that can contribute to head dissociation include: loading in excess of the design limits due to improper positioning, trauma, and inadequate use of the retaining screw. There has been no evidence presented to date that suggests a design or manufacturing problem contributed to the need for a revision.